Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the terminal segment of lead was returned severed at 7.1 cm from the terminal pin. The returned portion passed electrical testing.

Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker remained in service with a new rv lead. The pacemaker was explanted over a year and a half later during an upgrade procedure. No additional adverse patient effects were reported.